Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the reporter, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had no flow after filling. The device was filled with a solution of fentanyl citrate. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Due to sample unavailability, the reported condition could not be confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The reported no flow condition occurred during priming.